Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44, warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported seeing a doctor for skin irritation. The physician prescribed hydrocortisone cream 2.5% for treatment. The irritation is the size of the pod and bright red. She experienced itching, burning, scarring. The site is sometimes painful and warm to the touch. Pod wear was longer than 48 hours. The product was thrown away.